Manufacturer narrative:
The investigation determined that multiple, non-reproducible, higher than expected vitros trop I es results were obtained from multiple patient samples run on the vitros eciq and vitros 3600 systems. Additionally, the sample was not processed in accordance with the tube manufacturer's recommendations. It is likely that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. The investigation could not determine a definitive root cause. Additionally, a pre-analytical sample processing issue cannot be ruled out as a contributing factor. There was no evidence to suggest that a reagent and/or instrument related issue contributed to the event.

Event description:
The customer obtained multiple, non-reproducible, higher than expected vitros trop I es results from multiple patient samples processed on vitros eciq and vitros 3600 systems. The following results were obtained: results using vitros eciq system: patient result 1 = 0.172 vs. <0.012 ng/ml; patient result 2 = 0.573 vs. <0.012 ng/ml; patient result 3 = 0.153 vs. <0.012 ng/ml; results using vitros 3600 system: patient result 4 = 0.124 vs. <0.012 ng/ml; patient result 5 = 1.33 vs. 0.034 ng/ml; biased results of the magnitude and direction observed may lead to inappropriate physician action. However, the affected results were not reported from the laboratory. The customer repeated the samples in duplicates as per customer policy prior to reporting. There was no report of patient harm as a result of this event. This report is number one of five mdrs for this event. Five 3500a forms are being submitted for this event as five devices were involved. (B)(4).